Event description:
It was reported that customer received a motor error alarm. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor anomaly. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.